Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator gives a transducer fault alarm every 60 minutes. The patient was placed on another ventilator. No patient harm.

Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. The vela main pcba was installed in to a known good unit. The unit was powered in service mode and the event error log was viewed, ¿xdcr fault¿ event was recorded. Powered up the unit with customer settings and the customers issue was duplicated. Perform xdcr exhalation differential pressure transducer calibration, pt802 xdcr drifted @ ad 38, should be min 37 max 690 prev 189. The customer complaint was duplicated. This reported event considered a known issue addressed with an internal action.